Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) implant procedure, the patient experienced glare, halos and poor vision. The lens was exchanged for a different model lens approximately 3 months after initial implantation. Additional information was requested.

Manufacturer narrative:
Additional information was provided in a.2., a.3., b.3., b.6. And d.11. Corrected information was provided in h.6. Method code 4113 provided in the initial report was an error. The manufacturer internal reference number is: (B)(4).